Event description:
The user facility reported that the involved runthrough ns was used during the procedure. A small portion of the coil tip sheared off and was left in the patient's lad. There was no patient injury, medical/surgical intervention required. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 22jul2020. The type of procedure performed was a pci of the lad. Part of the tip was left in the lad; some came out of guide and was in ascending aorta and that portion was snared out. The patient was transported patient to a sister hospital, and they did an additional cath and were unable to remove the portion from the lad; however, they believed no additional harm was being caused.